Manufacturer narrative:
The device has not yet been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a decrease in remaining battery life was reported. The gas gauge on the device noted 1.5 years remaining and upon increasing threshold measurements the device triggered elective replacement time (ert) three days later. The previous outputs were 3.5volts at 0.6ms in the right atrium (ra) and 2.4volts at 0.4ms in the right ventricle (rv), 25% ra pacing and 100% rv pacing. Before the device declared ert the patient had valve surgery and a lead revision due to requiring an epicardial lead (received a mechanical valve). After the lead revision, the device outputs were increased to 4 volts at 0.4ms in the ra and 5 volts at 0.4ms in the rv and the device declared ert soon after. Premature battery depletion was suspected and a device revision procedure will be performed.